Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure, from levels t2 to t9. It was reported that the trajectory during drilling was south of the saved projection. This happened with a couple levels. However, when the surgeon placed the drill onto the spinous process, navigation was accurate. The surgeon re-registered the patient with no improvement to accuracy on the levels reported. All other instruments used were accurate. There was no impact to patient's outcome and surgical delay was reported as less than one-hour. It was reported that the inaccuracy was 1-2 mm.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. The medtronic representative (rep) performed additional troubleshooting. They uninstalled and installed the software again. They have used the system once since and there were no issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.